Manufacturer narrative:
Per tandem user guide: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. Additionally, change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and a blockage was discovered in the tubing. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer reported using insulin from old cartridges when loading new cartridge, as well as using pump supplies for longer than 3 days. Customer was informed supplies and insulin are not to be used for greater than 3 days per the user guide. Customer's blood glucose was 150 mg/dl at time of event.